Event description:
A customer reported, the infusion did not compensate the aspiration. The infusion was poor or none. It is unknown when the event occurred. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The fluidics assembly was replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.